Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the coin battery to measure 0.4425 volts direct current (vdc) using a multimeter which is not within specification and not enough to hold the central control monitor (ccm) bios in memory. When the battery was installed into a lab use only (luo) ccm, the unit failed to boot up correctly stating a ¿disk boot failure¿ message. The customer hard drive and the pc board were also tested and passed testing.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, since the central control monitor (ccm) had a disk boot failure, the ccm log could not be provided. From the module logs, the system was used on 26-apr-2021 successfully. On the next power up, modules and pumps were not given a current date and time indicating the ccm failed to come up. Normally when the ccm completes its boot up, the ccm will send all pumps and modules the current date and timestamp. Since this did not occur, this indicated the ccm did not complete boot up. Due to this, the logs do not indicate what date the issue occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He replaced both main batteries, the hard drive, the advanced technology extended (atx) board and coin cell battery. The unit operated to the manufacturer's specification.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a disk boot failure. The case was cancelled.